Event description:
Complainant alleged that while treating a patient (age & gender unk). The device failed to analyze the patient's heart rhythm. Complainant indicated that there was any adverse effect to the patient due to the reported malfunction.